Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported there was a lysis leak on their alinity m system. The customer stated the leak was inside the solution drawer and had reached the outside of the instrument on the floor. The customer was advised to wear personal protective equipment (ppe) while cleaning the leak. The field service engineer (fse) cleaned the cradle and tighten the tubes. Per the fse, the system was operating as expected and customer had accepted instrument for use. It was confirmed no one came in direct contact with the leak. There was no injury or exposure to the leak. There is no patient involved as this observation was made by the alinity m user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Investigation into this complaint included a service history review, a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: service history review: a service history review found one prior service ticket related to the issue under investigation on the alinity m system (ln 08n53-02, (B)(6)). The ticket was opened for vapor barrier leak with no clear identified cause resolved by tightening tubing connections. Customer data review: there were two photograph attachments, which showed a leak which spread beyond the instrument's footprint and crystallization evidencing a lysis leak from the cradle reservoir line fitting. Quality data review: a search of nonconformance (nc) / corrective and preventive action (CAPA) records was performed for instances related to leaks resolved by tightening cradle tubing connections on an alinity m system, ln 08n53-02, as documented in the complaint ticket under review in this investigation. The query found 1 quality record, a CAPA, related to the issue under investigation. The CAPA addressed system solutions drawer leakage that spread beneath or beyond the instrument's footprint, which is a fall/slip hazard and reportable event. Although, a reservoir tubing connector (currently under review) was not a root cause of investigation, the issue addressed in this complaint resulted in a leak that spread beyond the instrument's footprint and is therefore related. Complaint history review: a complaint search was performed to identify past complaint tickets for any instances of leaks resolved by tightening cradle tubing connections on an alinity m system, ln 08n53-02. The complaint history review identified 4 complaint tickets, including the complaint ticket currently under review in this investigation. The other three tickets were investigated and no product deficiency was identified. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torquing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.